Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant resubmitted due to submission error

Event description:
Implant fracture.